Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report from the us stating the device had muffler damage. It is unk that the device was not used in surgery. It is unk if injuries or medical intervention were reported. No add'l info available.